Event description:
It was reported that the foley catheter was used as a feeding tube inserted into pt's jejunum. The tube was pulled out and found to be broken into two pieces. Pt was ok without any complications.